Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot#: n157025017, implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving diladid (10 mg/ml at 4.049 mg/day) and bupivacaine (15 mg/ml at 6.074 mg/day) via an implantable infusion pump. It was reported that patient came in for a pump replacement due to elective replacement indicator and once the catheter was assessed it was found to be lacking csf (cerebrospinal fluid) flow so it was replaced.